Event description:
It was reported that a lead was replaced due to a possible break. It was noted at the 24 month interrogation, the patient had no functional "leads." The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v514807, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the lead, model # 3889-28, found the lead body broke at or near the tines. Functional test found all circuits open.

Event description:
Additional information reported there was a small amount of migration of the lead tip, approximately 1.7 cm anterior to the sacrum on the lateral projection, 8 mm previously. The lead was replaced.